Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm tone is intermittent when the buckle is detached. There is a strong urine smell coming from the belt sensor. (B)(4).

Event description:
The customer reported that the alarm tone is intermittent when the buckle is detached. This was discovered during set up and there was no pt injury.